Event description:
It is reported that the surgeon drilled with a 15mm drill, then re-drilled with a 30mm drill. The first screw he inserted was a 40mm, but he felt the head was sitting a little proud. He removed the screw, and downsized to a 25mm 6.5mm screw. For the second screw, he measured it to a 30mm length, but ran into the same issue of it sitting a little proud. He removed and re-inserted the 30mm. Upon re-inserting both the 25mm and the 30mm screws, each screw was countersunk by approximately 3-4 mm into the screw hole in the trilogy cup. Surgery was delayed by approximately 15 minutes.

Manufacturer narrative:
This report will be amended when our investigation is complete.